Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). The 3.0x28mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to the patient's anatomy. Reportedly, due to multiple attempts to cross against resistance, the stent implant flared and the proximal shaft separated. The separated sds was withdrawn without issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 3.0x28mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and stent damage were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.